Event description:
Reporter alleged obtaining discrepant back to back blood glucose results on the compact plus system of lo (less than 10 mg/dl) compared to a result of 168 mg/dl and a result of lo compared to a result of 176 mg/dl when the comparison testing was performed 5-10 minutes apart. Reporter stated the comparisons were performed on different days and was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.